Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, while they sutured continuously with three, zero-catguts. There was a little leakage fluid in the incision and there was no absorption of the catgut. They took out the suture and performed anti infection treatment.